Manufacturer narrative:
Complaint tracking and trending was reviewed. This review did not find any problematic trend in complaint activity that would indicate that the product is performing contrary to its claims. To further investigate the issue, testing was performed using architect intact pth reagent lot number 02110g000 to verify the accuracy of the assay. This testing demonstrated that the assay is able to meet its performance claims for accuracy specified in the package insert. Based on the results of the investigation, the architect intact pth reagents are performing as intended and no additional product issues were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that an architect intact pth result of 622.5 pg/ml was generated on a patient sample. The sample was retested because the result was so high. The retest result was 34.8 pg/ml. The sample was sent to a reference laboratory for testing which generated a result of 36 pg/ml. No impact to patient management was reported.